Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The brakage of the device happened outside the patient; therefore, it did not cause or contribute to a serious injury or death and it is not likely to cause or contribute to a serious injury or death . If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during a tka, the cam arm of a jrn ii bcs lck fem implant impact broke. No pieces fell into patient, as the device broke outside. There was no delay and the procedure was finished using the same device. Patient was not harmed.

Event description:
It was reported that, during a tka, the cam arm of a jrn ii bcs lck fem implant impact broke. No pieces fell into patient. There was no delay and the procedure was finished using the same device. Patient was not harmed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).